Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/20/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2016. Reportedly, calibration was performed during loss of signal. No additional event or patient information is available. Data was provided but there were no usable finger sticks because of gaps in data. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes.